Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. Cartridge change sequence completed, and three "tubing fill" processes were completed. User made bolus request without entering current bg levels and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of a device malfunction or failure related to the low bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 49 mg/dl earlier in the day. Subsequently, the customer's bg elevated to 352 mg/dl. The customer was uncertain of the suspected cause. The customer drank orange juice, consumed crackers, and delivered a bolus via the pump to stabilize bg levels. A system check was performed with tandem technical support and no issues were identified with the pump or supplies, however the customer declined to change their site. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.